Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional via health authority reported that cutter had insufficient cutting before surgery cataract and vitrectomy combination surgery. The procedure was completed after replacing it with new product. There was no information about patient impact.